Event description:
Complainant alleged that while attempting to treat a pt, the device took approx 3 seconds power on and the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.